Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life. There was evidence of eaw 128 replace battery alarms and eaw 127 illegal battery alarms. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture contamination was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.